Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter: the customer complained about the resistance and inability to flush when priming the smartsite. Additional information received from the customer: please confirm how the fault was identified? [Ui] resistance was found during priming. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? [Ui] during priming. Please confirm the make and model of the connecting product(s)? [Ui] bd saline pre-filled flush syringe 10 ml, item code 306546.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: one 2000e sample was received in opened packaging from lot 23085503 for investigation. The customer reported "resistance and inability to flush when priming the smartsite." The customer confirmed that the connecting device was a "bd saline pre-filled flush syringe 10 ml". A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned sample was subjected to functional testing by priming and flushing using a 50 ml bd plastipak syringe. The fluid flushed through the smartsite successfully, with no restriction or occlusion of flow observed. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 23085503 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.